Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Product was returned as an implant failure because of infection and abscess. Based on the report, the pt had moderate oral hygiene and moderate bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location #22. Perioglas bone material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt's outcome was reported as stable. Block graft by oral surgeon and new implant.